Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 years post-implant, it was reported that the patient was readmitted into the hospital due to severe hemolysis parameters. The patient's lactate dehydrogenase (ldh) levels were elevated, and the haptoglobin levels were low. The patient's international normalized ratio goal was 2-3. The patient received a blood transfusion. An echocardiogram ramp test was performed and indicated a full left ventricle and the aortic valve opening 1 to 1 with each heart beat. Approximately 2 days later, a decision was made to exchange the pump and it was reported that the patient is currently recovering in the ICU.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The evaluation is not complete. The patient remains on lvad support with the replacement pump. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Examination of the returned pump's rotor assembly revealed a red tissue-like deposition adhered to the rotor body. Similar red tissue-like depositions were found on various locations of the lumen of the blood tube. The depositions were adhered to the rotor and blood tube and appeared to be denatured, indicating that they were present in the pump while it was operating. However, a duration of time for which they were present in the pump could not be conclusively determined. Although their origins could not be conclusively determined, the non-laminated structure of the depositions suggests that they did not originate in the locations in which they were found and developed in another location. Although a root cause for the observed depositions could not be conclusively determined through this evaluation, they were partially obstructing the blood flow path and could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use lists hemolysis and thrombus as potential adverse events that may occur with use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.